Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave was selected for use. The wire would not pass thru catheter. The catheter was replaced and the procedure was completed without patient complications reported. It is unknown if the device is going to be returned for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave was selected for use. The wire would not pass thru catheter. The catheter was replaced and the procedure was completed without patient complications reported. It is unknown if the device is going to be returned for laboratory analysis. It was further returned that the wire was removed, and the tip was seen to be bent. They attempted to use two other wires in the catheter but were unsuccessful and the catheter was replaced.